Event description:
Suretrans was placed in or, and started to drain output (blood) for reinfusion when connection broke. Noted that white seals on suretrans were missing and all connections were loose. Sterility was compromised, had to dispose of the suretrans and just use hemovac.we have not seen this issue before until recently.======================manufacturer response for autotransfusion system, suretrans (per site reporter).======================or staff notified manufacturer, response unknown.